Event description:
It was reported that the left ventricular lead was unable to be successfully implanted due to patient anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and analyzed and no anomalies were found.